Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between august 21-22, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set located between the tubing of the production machine and that of the nutrition bag broke resulting in a splash of liquid. The operator rinsed their eyes; however, there was no report of injury or medical intervention associated with this event. There was no patient involvement. No additional information is available.